Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient's femoral arteries were highly calcified, but the diameters were compatible with femoral access. During procedure, the esheath+ was inserted without resistance or difficulty. While advancing the delivery system, resistance was felt but with no blockage. The valve was implanted in the intended position with no paravalvular leak (pvl). After removing the system without difficulties as a unit, the access was controlled, and a small dissection and effusion was noticed at the puncture site. To stop the bleeding it was decided to apply compression using a 6 mm balloon, which was not successful. Therefore, it was decided to implant a 6 mm covered stent. No effusion was noted afterwards, and the patient was stable at the end of the case with no clinical consequence. As per medical opinion, the dissection was assumed to happen during the insertion of the delivery system, but with no certainty.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint was unable to be confirmed due to unavailability of device or imagery. Available information suggests patient factors (calcification) likely contributed to the event as the patient presented severe access vessel calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.